Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 56 and blood glucose was 90 mg/dl. After troubleshooting, it was found that customer noticed a bent cannula. Customer was advised to monitor issue and call should issue persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.